Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "leaking and exchange. Rupture.". This record is for the left side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture : observed opening assessed as fold flaw opening.

Event description:
Patient reported "leaking and exchange. Rupture confirmed by cat scan and MRI." Healthcare professional later reported "silicone leakage due to disintegration of shell implant". This record is for the left side. Device was explanted.